Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, thr patient became unconsious and stated they were in a "coma". The patient's wife found the patient and treated him with glucose tablets. At an unspecified time of the event the cgm was reading 85 mg/dl and the blood glucose reading was 40 mg/dl. The patient declined to provide any additional information. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. Although it was reported that the patient lost consciousness and stated they were in a "coma", the patient reported that they regained consciousness the same day of the event but could not provide a timeframe of how long they were unconscious. No additional patient or event information is available.